Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient receiving hydromorphone via an implantable infusion pump. It was reported that on an unknown date the patient presented to the emergency room with symptoms including vomiting but no respiratory depression and they were suspected a potential overdose of some kind. It was noted that a urine screen was performed and the patient was negative. No further information has been reported as a result of this event.